Event description:
No additional information provided.

Manufacturer narrative:
Potential root cause for the twisted hub defect is associated with the assembly process. Most likely caused by over-torqueing of the needle when applied to the syringe. We will continue monitoring the complaint trend for the product and symptom. Batch 4325351 is considered in compliance with our product specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll w/ndl 21x1 rb needle hub had a hole was cracked / damaged. The following information was provided by the initial reporter: material #309632 lot #4325351. Rcc received a complaint via phone. Pir attached. Productcomplaint ref: 309632 lot: 4325351 issue: there seems to be some type of hole in the hub or it is not sealed correctly because there is air entering the syringe when drawing up medication. Doe: 30mar2025 for both occurrences. Did not reach pt caught in pharmacy. Sample: yes.